Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "incompatible sensor" message on the same day of wearing the adc freestyle libre sensor. Customer further reported he experienced a loss of consciousness requiring treatment with orange juice by a healthcare provider. There was no report of death or permanent impairment associated with this event.